Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The distributor reports that two lines were identified on the iol post implantation. The c-flex 570c iol remains implanted; however, a video was provided to rayner for review. Review of the video identified that the two lines observed on the iol post implantation are the lateral sides of the enhanced square edge, detached from the iol lateral sides - but still attached to the iol haptic region at each end. Following the lathing of the lens blank (which creates the optic profile and the square edge), the lens is milled to create the haptics and the side face of the lens. After polishing and hydration, and final metrology, the lenses are individually inspected for cosmetic appearance and the quality of the edge structure. Whilst it has not been possible to directly analyse the lens in this case (as it has remained implanted), the review of the video makes it apparent that the sidewall element of the 360 degree square edge has become detached, remaining connected at either end adjacent to the haptic, creating two loops of material (one each side of the lens). We have ben unable to ascertain why this has happened, but theorise that it has occured as a result of a combination of an unexpected thinness of the side wall possibly due to the ablation of material in a single lens during the tumble polish phase, and that the friction of delivery down the nozzle caused it to break away from the optic body to make the two loops visible to the healthcare professional. Had the sidewall been detached during the manufacture processes, it would have been identified and the iol subsequently rejected during the cosmetic inspection and loading operation of manufacture. This is an isolated event and the only report of this type ever received by rayner.

Event description:
On (B)(6) 2019, rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred during use of a c-flex 570c iol. The event description provided states two lines were identified on the iol immediately post implantation.